Event description:
It was reported that the lead became dislodged. While repositioning the lead the physician noted the helix was "sticky", but did fully extend and retract. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.